Event description:
It was reported that the patient received inappropriate therapy for supra ventricular tachycardia (svt) when wavelet did not withhold from their implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.